Event description:
Caller states pt tested 4.7 inr on the coagucheck xs system while a comparison lab returned as 3.3 inr. Pt's coumadin dose was decreased. No adverse event reported. Requested return of suspect device and replacement was sent.